Manufacturer narrative:
(B)(4). The device was returned for evaluation. The tip, markerband, proximal shaft, and distal shaft were microscopically and tactile inspected. Inspection revealed that the outer shaft was broken/separated and located at 7.5cm, 10cm, and 18cm from the strain relief. In addition, the inner braiding stretched out between the outer shaft separations. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is user / use error as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user as the dfu states: "to achieve optimal performance, it is recommended that continuous flow of appropriate flush solution be maintained between a) the renegade hi-flo microcatheter and guiding catheter, and b) the renegade hi-flo microcatheter and any intraluminal device.¿ (B)(4).

Event description:
Reportable based on device analysis completed on 08-dec-2017. It was reported that the catheter uncoiled. A 135/10 renegade¿ hi-flo¿ kit was selected for use. Upon removing the coil form the sheath, it was noted that the catheter uncoiled. There were no patient complications reported. However, device analysis revealed that the shaft was broken/separated 18cm from the strain relief.